Manufacturer narrative:
(B)(4). The following additional information was requested and obtained: lot number? Unknown what was the date of the initial procedure? (B)(6) 2019. What date did the patient present with symptoms (# post op days)? First generalized skin rash the month after the procedure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No, the suture was normal. Patient symptoms- describe the manifestation of reaction? Unk. Was any surgical /medical intervention / antibiotics/ prescription medication provided or required to treat the patient for the reaction and inflammation post-op ? No surgical /medical intervention / antibiotics provided but probably some antihistamine medication. Were prescription steroids administered? No. Patient current condition? The oedema seems to be reduced but the generalized skin rash is still present. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a breast mammoplasty on (B)(6) 2019 and suture was used. The patient presented abnormal scarring reaction, inflammation, redness and thick scar, allergic reaction: with pimples, plaque of oedema on the breast which was migrated obliging lymphatic drains. Additional information was requested.